Manufacturer narrative:
Service visited on (B)(4) 2011, and the field service engineer (fse) found that valves 12 and 14 had quite a bit of dried wash concentrate around tubing of valves. The fse cleaned valves and saw a hole in valve 14 tubing. The fse replaced tubing, and hydro valves 12 and 14. The fse cleaned under all valves, bottom of instrument and floor and verified concentration of wash solution-k level of 4.45 which is acceptable. Wash solution is longer leaking from the hydro. The fse determined that leaking fluid is wash solution

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a continuous no foam leak on synchron lx I 725 clinical system. The customer stated the leak was under the instrument and in the hydro drawer but could not see the source. The customer stated they were keeping towels under the instrument to keep the leak from spreading and they were wearing ppe when cleaning up the spill. The customer stated that they have the msds for the no foam and no one had been exposed.